Event description:
It was reported that during a roux-en-y procedure that they opened four staplers that had an oily residue at the shaft and joint of the staplers and they did not want to proceed. None were used in the patient. Another like device was used to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2023. D4: batch # 323c51. Additional information was requested, and the following was obtained: please clarify if both product codes plee60a (x4) and ech60l (x2) presented the same alleged issue. Otherwise explain what was the issue with each product code. That is correct. According to staff there was an oily residue on the joint and shaft of all 6 staplers. They were uncertain about sterility of each stapler with the excess amount of the oily residue. All 6 were not used in the patient. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one (B)(6) device was received without sterile packaging, with no reload present, and dent in the proximal nozzle was noted. Upon visual inspection, no excessive lubricant was noted on the device. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no excessive lubrication was noted. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The damage observed on the nozzle is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number (B)(6), and no non-conformances related to the reported complaint condition were identified.